Event description:
It was reported that the patient received 3 inappropriate shocks due to t-wave oversensing. It was also reported that the lead had low r-waves. The pace/sense portion of the lead was capped and the high voltage portion of the lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.